Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented in clinic for a procedure on (B)(6) 2021. During procedure, the physician noticed externalized conductors on the right ventricular lead. The lead was capped and replaced in the same procedure. Post-procedure there were no patient consequences.